Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the ICD was unable to interrogate.

Manufacturer narrative:
The reported field event was confirmed. The device lost communication due to low battery voltage. The ICD longevity was less than the calculated longevity. The device showed normal current drain throughout analysis with a new battery installed. The battery was sent to the vendor for further evaluation. An internal battery short was found. The damage found caused the battery depletion and loss of communication.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.